Event description:
It was reported that during removal of the catheter there is a rupture of the catheter at 5 cm of the brachial way. By radiology, the doctor noticed that the piece of catheter stayed and could be accessible from the furrow deltopectoral. First the doctor attempts to remove the piece of catheter by dissection of the vein under general anesthesia without success. Finally the part of the catheter was removed on (B)(6) by endovascular way, by femoral right venous access.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of reva0430 showed no other similar product complaint(s) from this lot number.